Manufacturer narrative:
Follow-up #1 date of submission 10/09/2015- device evaluation: the pump has been returned and evaluated by product analysis on 10/09/2015 with the following findings: a review of the pump black box data indicated pump reboots following cs 128 call service alarms, as well as low battery voltage. During a visual inspection of the pump, the casing was observed to be cracked at the case seal. The pump could not be exercised for a full 24 hours due to a low battery alarm. The electrical current draws measured high and not within specifications. A leak test was performed and failed due to a pump case leak. The pump case was removed, and evidence of moisture ingress was found on the internal components.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power battery life w/ moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.